Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to diabetic ketoacidosis and blood glucose level of 600 mg/dl. The customer was treated with intravenous insulin and saline and was discharged on (B)(6) 2025 with no known permanent damage. Reportedly, the cartridge was leaking from the o-ring. The customer was instructed to reset the pump to resolve the issue.